Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 4 2024 data extract for aortic serious injury events for device thrombosis transcatheter heart valve. This report summarizes 14 device thrombosis aortic serious injury event(s) for the sapien 3 ultra resilia transcatheter heart valve. The age range for these event(s) is 63 - 88 years. The breakdown for gender is as follows: 3 female(s) and 11 male(s).